Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the alleged engagement issue and replaced the universal surgical manipulator to correct the problem. The system was tested and verified as ready for use. The usm has been received, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's complaint history identified no other complaints for this product. A review of the system logs for the reported procedure date was conducted by isi technical support engineer (tse) at the time of the call. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure to a laparoscopic procedure due to an alleged engagement issue with universal surgical manipulator 3. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, an engagement issue occurred with universal surgical manipulator (usm) 3 while replacing an instrument. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse), the operating room (or) team reseated the sterile adaptor, replaced the instrument, moved working instruments from other usms and tried them on usm3, and also replaced the drape. However, the issue with usm3 persisted. The tse identified in the live logs an error 22020, pointing to usm3. The tse instructed the caller (nurse) through complete troubleshooting steps, but without success. The surgeon decided to convert the procedure to laparoscopic surgery. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the reported complaint of engagement issue. The unit was tested on an in-house system and error 22020 occurred. The unit failed the carriage strength test and carriage friction tests on a testing platform. All other testing passed. To prevent the reported issue from reoccurring the carriage will be replaced. The root cause was attributed to a component failure.